Manufacturer narrative:
The insulin pump was received with intermittent button response due to corroded keypad traces. The insulin pump was received with cracked reservoir tube lip, cracked battery tube threads and minor scratched lcd window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4).

Event description:
It was reported that the customer had issues with the arrow buttons no longer working. Customer is at the hospital but not for anything diabetes-related. Customer was trying to bolus, but the up and down arrow buttons respond on their own when they want to. Customer's blood glucose level was 8 mmol/l during the keypad anomaly and the most recent blood glucose level is 21.8 mmol/l. Customer already treated to bring the blood glucose down with the pump. Insulin pump will need to be replaced. Customer was advised to revert to a back-up plan per health care professional's instructions. Customer is going to set up the new pump tomorrow. No additional information provided.